Manufacturer narrative:
The reported event could be confirmed because the broken off screw heads were returned. The 3 returned screws were visually inspected. The fractures of 2 screws occurred in the first bone threads and the fracture of the third screw occurred in the fourths bone thread. The damages on the cross-pins point to high torsional forces in screw-in and unscrew direction. Furthermore, there is a chip on screw #3. The fracture surfaces show the appearance of ductile forced fractures with secondary cracks because of very high tensional and bending forces. The measurable dimensions were checked and found to be within the specification. Because of the results of the dimensional inspections, no functional inspections need to be performed. Additional information has been requested regarding the reported event. It was mentioned in the correspondence that blade 62-20130 was used for the procedure. The used blade is appropriate to be used for the reported screws as it is also part of the mandible fixation module. It is unknown which plate was used in combination with the screws under complaint. Furthermore, the surgeon relayed screws could have broken since bone never healed. As no bone healing was achieved when the breakages of the screw were detected, most likely the movement of the bone has weakened the strength of the screws. Because of tensional and bending overloads, the screws broke. Based on statistical evaluation, there are also no indications for any systematic design, material or manufacturing related issue. Therefore, no corrective and/or preventive actions are deemed necessary at this time.

Event description:
It was reported by the company representative that the customer underwent revision surgery due to non union. During the revision surgery, the plate was removed successfully and it was then noticed that the screws were broken. The stem of the screw remained implanted. No other information is known at this time.

Manufacturer narrative:
The device has been received at the manufacturer for testing. An evaluation will be conducted, and a follow-up report will be submitted after the quality investigation is complete.

Event description:
It was reported by the company representative that the customer underwent revision surgery due to non union. During the revision surgery, the plate was removed successfully and it was then noticed that the screws were broken. The stem of the screw remained implanted. No other information is known at this time.